Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure of tep inguinal hernia on (B)(6) 2020 and the absorbable strap was used. It was also reported that the first fire strap didn't anchor the mesh. It was reported that after firing 3 to 4 strap, firing was not happening due to this the doctor used another strap. There where no patient consequences, as other strap was used in the case. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/18/2021. H3 evaluation: device was returned and the instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 12 straps found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. No further investigation will be conducted on this pi. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #: (B)(4). Date sent to the FDA: 5/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.